Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due pain when pumping the device. The patient wanted to switch to a malleable device. The device was removed and replaced. There were no patient complications.